Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl and a large ketone level identified as dangerous by healthcare provider. The customer believes that there was an issue with the non-tandem infusion set, however, customer did not observe any damage. Additionally, customer had an unrelated illness that customer believes contributed to the event. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released three days later with the issue resolved and no permanent damage.